Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 151 mg/dl on their meter and 124 mg/dl on the lab. Tests were done within 10 minutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.